Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4). See manufacturer report 3004209178-2015-22567 for information about the implantable neurostimulator (serial number (B)(4)).

Event description:
The consumer reported that the patient had a loss of stimulation and there was no telemetry intermittently on the patient programmer with and without the antenna. The change in stimulation was not related positional movement. However, there was a reported patient fall; the patient had tripped and twisted. It was noted that the patient was able to adjust stimulation. The patient had adjusted stimulation, but could not feel stimulation. It was noted that the screen showed stimulation was on. In addition the patient's legs felt heavy; this was considered a sudden change in therapy/symptoms. It was noted that the patient was able to communicate using the implantable neurostimulator recharger (insr), and the patient was not recently implanted or revised. Confirming the antenna was secure prior to synching with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna and placing the patient programmer directly on skin over the ins resolved the issue. It was further reported that a replacement patient programmer did not resolve the issue. It was also noted that the patient saw an unknown screen, however it was determined that the patient saw the normal therapy screen. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post lumbar laminectomy syndrome and spinal pain. Additional information received from the consumer reported that they made an appointment to meet with a manufacturer representative after replacing the controller didn't work to resolve not being able to feel stimulation. The patient stated that the representative tried something and discovered that leads 8, 9 and 10 were fractured. The patient reported that the representative reprogrammed with different leads which then worked.